Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: *was surgery delayed due to the reported event? --> yes, *if yes, number of minutes: --> 5, *action taken when event occurred? --> open another suture, *was procedure successfully completed? --> yes, *were fragments generated? --> no, *if yes, were they removed easily without additional intervention? --> unknown, *patient status/ outcome / consequences --> no, *was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, *please confirm the correct number of how many vicryl rapide threads separated from the needle during suturing. Per event description it occurred in five (5) units, however, quantity of product involved was entered as ¿6¿. -- it happened in six units. In five of them, they discarded the needle and thread and only kept one unit with the needle and thread, which is the one I sent for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -were there any unexpected outcomes or complications as a result of the prolonged surgery time? -was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 9. FDA correction/ removal reporting no.

Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date and suture was used. When suturing using a continuous technique, the needle and thread separated. This occurred in five units, but they only provided the needle and thread from one unit for analysis. No adverse patient consequences were reported. Additional information was requested